Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing of the helix could not be performed due to a severed lead (597 mm from the tip end). Only the distal segment was returned. Analysis concluded that the reported clinical observation of helix difficulty is a known inherent risk.

Event description:
It was reported that during a routine pacemaker replacement procedure, this right atrial (ra) lead was also planned to be revised due to high pacing threshold measurements. Helix extension and retraction issues were observed, and despite multiple adjustments, acceptable sensing and pacing threshold values were not obtained. However, a new lead was not available to be implanted, so this lead remains in service with the new pacemaker despite the poor parameters. No additional adverse patient effects were reported. This lead was subsequently explanted and was received for investigation.

Event description:
It was reported that during a routine pacemaker replacement procedure, this right atrial (ra) lead was also planned to be revised due to high pacing threshold measurements. Helix extension and retraction issues were observed, and despite multiple adjustments, acceptable sensing and pacing threshold values were not obtained. However, a new lead was not available to be implanted, so this lead remains in service with the new pacemaker despite the poor parameters. No additional adverse patient effects were reported. Please note that the implant date is estimated. An inquiry has been submitted to the field to obtain further details, including the date of implant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing of the helix could not be performed due to a severed lead (597 mm from the tip end). Only the distal segment was returned. Analysis concluded that the reported clinical observation of helix difficulty is a known inherent risk.

Event description:
It was reported that during a routine pacemaker replacement procedure, this right atrial (ra) lead was also planned to be revised due to high pacing threshold measurements. Helix extension and retraction issues were observed, and despite multiple adjustments, acceptable sensing and pacing threshold values were not obtained. However, a new lead was not available to be implanted, so this lead remains in service with the new pacemaker despite the poor parameters. No additional adverse patient effects were reported. Additional information: further clarification was provided from the field which indicated that during a routine pacemaker replacement procedure, this right atrial (ra) lead was intended to replace a non-bsc ra lead that was exhibiting high capture thresholds. When this ra lead was attempted, helix extension/retraction difficulty occurred and despite multiple adjustments, acceptable sensing values were not obtained. Since a spare lead was not available, the physician decided to re-implant the original non-bsc lead, which remains in service. No adverse effects on the patient were associated with this procedure involving our product.